Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2019-01874. 3006705815-2019-01877. It was reported the patient experienced ineffective therapy from (B)(6) 2019. Diagnostics revealed high impedances and CT scan showed that the leads were not connected properly in the ipg header. As a result patient underwent surgical intervention where the leads were replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01874.related manufacturer reference number: 3006705815-2019-01877.